Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an ipg explant procedure, the screw in the newly implanted ipg header became loose and fell out. It is unknown if the screw was left inside the patient or retrieved at this time. The procedure was completed by taking a screw out of the previously explanted ipg and placed it into the newly implanted ipg.